Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.